Manufacturer narrative:
Intuitive surgical, inc. (Isi) received a da vinci product to perform failure analysis. The large suturecut needle driver instrument was analyzed and found to have a frayed grip cable at the distal end. The frayed cable strands stuck out at the idler pulley. The complaint was confirmed by failure analysis.

Event description:
Refer to h10/h11 for follow-up information.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) did receive a da vinci product to perform failure analysis. Analysis is in progress. A follow-up MDR will be submitted when the instrument is evaluated and/ or if additional information is received.

Event description:
It was reported that during central processing, the large suturecut needle driver had a frayed wire at the distal tip. There was no report of patient involvement or no reported injury.